Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up with a high blood glucose level of 396 mg/dl. Customer programmed the blood glucose into bolus wizard. Blood glucose level at the time of the call was over 600 mg/dl and hit deliver 3 times. Customer was advised to call emergency medical services and check blood glucose every 15 minutes and treat per healthcare provider's instructions. Customer's blood glucose went low and was advised to eat or take glucose tablets. No troubleshooting was performed. The insulin pump was not replaced or returned for analysis.